Manufacturer narrative:
Examination of the device confirmed the reported event. The complaint will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The attune impactor was cracked. On (B)(6) 2017 upon examination of the device, the impactor was found to be broken into two pieces instead of just cracked as reported.